Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (device problem code). This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, on/off current testing, and functional stress testing without duplicating the report. Critical errors were not observed in the device's log file. No fault was found with the device. A replacement device was sent to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device self powered on. Complainant did not indicate that there was any patient involvement in the reported malfunction.